Event description:
The customer reported the cine runs could not be viewed because of continued flashing. The image quality and/or flashing was so degraded the system was unusable for viewing cine playback. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced and the cine drive was reformatted. The system was then found to be operating as intended.